Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2014 with the following findings: investigation revealed a torn and peeling keypad at the ok and contrast button symbols. The down arrow button was found to be intermittently responsive. The keypad was removed and the contamination was observed under the contrast and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a torn and peeling keypad at the ok and contrast button symbols. The down arrow button was found to be intermittently responsive. The keypad was removed and the contamination was observed under the contrast and down key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 10/29/2014.